Event description:
It was reported that the device experienced a power-on-reset (por) at the same time as a carelink transmission. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that a power on reset (por) occurred on (B)(6) 2010. One patient alert for device circuit error was triggered on (B)(6) 2010. The diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.